Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v941624, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was only able to void very little since implant yesterday. The patient voided 200 ml since being home. The patient then performed self-catheterization and voided 400 ml. The patient was currently at 0.1 volts and would contact her healthcare provider (hcp). It was later reported on (B)(6) 2013 that the implant was indicated for frequency, urgency and infections. The patient did not get up at all last night and usually got up 3-4 times. The patient self-catheterized this morning and got 400 ml. Additional information received 3 weeks reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient had an appointment on (B)(6) 2013. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.